Event description:
It was reported that multiple altitude alarms occurred. There was no reported impact to the customer's blood glucose. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.